Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The 3.0x18mm xience v stent delivery system was deployed; however, a distal edge dissection was observed. The dissection was covered with a 3.0x15mm xience v stent. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.